Manufacturer narrative:
H6 health effect impact code: f26. Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 20272fn00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total psa lot 20272fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer generated discrepant results for one patient while using the architect total psa (prostate specific antigen) and architect free psa (prostate specific antigen) assays. The following data was provided: sid (B)(6), tpsa 0.568 ng/ml, fpsa 1.613 ng/ml. Retest results were noted as being consistent with initial results. Per clinical feedback the results are inverted. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field. H10. There is no change to the content of the data.